Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. During the insertion of the faradrive sheath, while aspirating the sheath, continuous visible air bubbles were observed in the flush port. The physician attempted to troubleshoot the issue by aspirating the sheath in order to remove the air; however, despite troubleshooting, the issue persisted, and for this reason the sheath was replaced with a new faradrive. No patient complications were reported.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. During the insertion of the faradrive sheath, while aspirating the sheath, continuous visible air bubbles were observed in the flush port. The physician attempted to troubleshoot the issue by aspirating the sheath in order to remove the air; however, despite troubleshooting, the issue persisted, and for this reason the sheath was replaced with a new faradrive. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that the reported air was seen in the sheath after the transeptal procedure, when the dilator and guide were being removed and when the sheath needed to be aspirated. The air was observed in the aspiration syringe. The air did not enter in patient body.

Manufacturer narrative:
B5: describe event or problem- updated.